Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the bottom case cracked and right plunger case cracked. The event history log confirmed a motor rate error occurred. Functional testing was able to replicate the reported issue; the pump went into motor rate error during occlusion testing. The root cause was determined to be the motor was bent when it was screwed into the motor mount. The motor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a motor not running error. There was unknown patient involvement and unknown patient harm.